Event description:
At 18 1/2 months after pci with 2 cypher stents in the mid lad, the patient returned with an acute myocardial infarction. At 80-90% occlusion was found and the patient was treated with a 2.5x28mm cypher stent. This patient initially presented to cardiac cath with new onset of chest discomfort and bradycardia. Pre-procedure ckp 188, elevated troponin, ckmb was 3, which were normal. The second set of enzymes showed increasing levels of cpk up to 258 and troponin 1.2. Subsequent levels were even higher. He also had some non specific st abnormality in inferior leads on the EKG which evolved into new q waves in lead 3. For this reason, cardiac catheterization was conducted. It revealed multi-vessel disease including 90% mid lad occlusion, 75% circumflex occlusion and 90% occlusion of a nondominant right coronary artery. A 2.5x18mm cypher stent was deployed in the mid lad at 14 atm followed by a 3.0x13mm cypher was positioned somewhat more proximally bridging the first stent deployed at 16 atm. Then a 3.0x12mm driver stent was deployed in circumflex marginal ostium in the proximal vessel at 12 atm. Residual stenosis in the mid lad was reduced to 0%. Intra-procedure medications included 5000 units of heparin administered arterially.

Manufacturer narrative:
Nitroglycerine and an integrilin infusion were given following the pci. Post-procedure medications included aspirin, plavix, norvasc, videx, epivir and viramune. Final diagnosis was post inferior wall myocardial infarction. One month later, beta-blocker was added to the medication regimen. Norvasc was stopped and replaced with tenormin. He was recommended to follow-up one month later. At 18 1/2 months later, the patient was re-admitted to another hospital as he began to experience chest pressure in the sternum associated with mild shortness of breath. The chest pain was unrelieved by nitroglycerine. First cardiac troponin was elevated measuring 0.17 and his second troponin increased to 1.09. He developed new biphasic t-waves in the anterior precordium compared to his initial EKG and has had recurrent chest pain. The patient advised of the previous pci and that he has been maintained on aspirin and plavix since. Angiography revealed 30% ostial proximal disease. There was a long stented segment in the mid lad which appeared to be roughly 28mm in length. The proximal portion of the stent was patent. The lad in the mid portion of the stent and beyond was occluded. There was faint collateral to the distal lad. The circumflex was the dominant vessel and a stent had been previously placed in the first large omb, which did protrude into the native circ. The stent was patent with minor in-stent restenosis. Just distal to this omb, there was a 40% stenosis. The patient had been on heparin and act was checked and returned 146. Three thousand units of heparin were administered and additional bolus of integrilin was administered and integrilin was continued. The left main was engaged with a 6 french cl2 3.5 guide. The occlusion was crossed easily with the whisper wire. The lesion was dottered with the balloon documenting the intravascular placement of the wire. Then, percutaneous transluminal angioplasty was performed of the stented segment with a 2.5x20mm balloon to 12 atm. Angiography demonstrated the return of timi grade 3 flow. There was an 80 to 90% stenosis at the distal border of the stent and into the lad beyond this. A 2.5x28mm cypher stent was deployed at 12 atm. The stented segment was then post-dilated with a 3.0mm maverick balloon to 16 atm maximum inflation pressure. Final angiography demonstrated excellent result with zero percent residual stenosis and timi grade 3 flow in the distal bed. Plavix 300mg was administered in the lab to be continued along with the aspirin. Statin, beta-blocker and angiotensin-converting enzyme inhibitor also added. The patient discharged himself on three days later against medical advise. Please note that the lot number of this device is not available. Additional information received will be submitted within 30 days upon receipt. This is one of two products associated with the reported events that were submitted under the following manufacturing number 3003742446-2009-00161.